Event description:
It was reported that during a pt's follow up visit, bulking material was observed to have eroded through the pt's urethra. A cystoscopy was performed and the dr removed the excess material with forceps. Pt reported that she has passed some material in her urine. The issue has since resolved and no further complications have been reported.